Event description:
This rv lead was implanted on (B)(6) 2013 and still remains at this time. The lead exhibited a high threshold since implant, rv threshold risen since implant from 0.7v@0.4ms. The daily threshold trend and auto output currently at 5v20.4ms, they decided to hard program the rv lead to 5v. The physician was unknown at (B)(6) hospital in (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).